Event description:
Following the carotid stenting procedure, in the recovery area, the patient experienced a neurological deficit (not related to anticoagulation) described as hemiataxia on the right and was diagnosed as ischemic stroke. A male was consented to the study in 2008. The index procedure was completed on the same day, and the patient was asymptomatic. The target lesion location was the ostium of the left internal carotid artery (l6). There was no occlusion in the contralateral carotid. Reference vessel diameter was 7.0. Target lesion diameter stenosis was 95% with lesion length 20.0. Total length of stent segment was 30.0. Qualitative lesion calcification was mild and concentric. Vessel tortuousity by visual inspection was moderate. Geometry of lesion was described as ulcerated. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 10. Two angioguard distal protection devices were used, deployed, and retrieved successfully. There was debris found in the basket upon retrieval of the angioguard devices. A precise stent was implanted for treatment of the target lesion. There was no malfunction with the stent. The procedure was completed. It was noted that in the recovery area, the patient suffered right arm weakness, and ataxia was noted on the right side. Of note, hemiparesis, hemineglect were not documented. The presence of babinski is unknown. The onset was sudden. Recovery is ongoing. The patient has been discharged home with some mild ataxia present. Clopidogrel and aspirin were directed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.